Manufacturer narrative:
It was reported that the patient had, on (B)(6) 2009, a video lap. Converted to open sigmoid colectomy with cystorrhaphy and on (B)(6) 2009, a video lap. Converted to open sigmoid colectomy. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: 2/4/2016. T was reported that patient underwent trans abdominal rectus fascial sling due to intrinsic sphincter deficiency and sui on (B)(6) 2013. It was reported that patient underwent removal of wound vac, pulsa vac excisional debridement of the wound due to open abdominal wound post exploration for rectus sheath hematoma and pelvic hematoma on (B)(6) 2013. It was reported that patient underwent a trans vaginal urethrolysis due to urethral obstruction on (B)(6) 2014. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): reason for surgery: stress urinary incontinence with urethral hypermobility. Concurrent procedures: cystourethroscopy. It was reported that patient underwent mesh revision on (B)(6) 2013 due to chronic urinary tract infections, dull suprapubic pain that radiates down both legs, increasing urinary urgency, frequency, nocturia, worsening incontinence, colovesical fistula, pyelonephritis and pelvic pain.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.